Manufacturer narrative:
B5: describe event or problem - updated. D1: brand name - updated.

Event description:
During a pulsed field ablation, a farawave nav catheter, versacross rf wire, and nrg rf transseptal kit was used for pulsed field ablation. Right atrium mapping was performed with farawave, however, the patient blood pressure decreased following a brockenbrough. The cardiac tamponade occurred due to an operational error during brockenbrough. Pericardial drainage was performed. The patient is stable. The device is not expected to be return due to disposal. Although details are uncertain, the physician indicated the blood was venous, suggesting the cardiac tamponade likely originated from the right atrial wall. The device is not expected to be return due to disposal. Additional information indicated that no malfunction of the rf wire was reported and the transseptal access was successfully completed. The patient developed a pericardial effusion and required hospitalization, where pericardial drainage was performed to treat the resulting tamponade. Additional information reveal that the versacross access solution was not in use.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulsed field ablation, a farawave nav catheter, versacross rf wire, and nrg rf transseptal kit was used for pulsed field ablation. Right atrium mapping was performed with farawave, however, the patient blood pressure decreased following a brockenbrough. The cardiac tamponade occurred due to an operational error during brockenbrough. Pericardial drainage was performed. The patient is stable. The device is not expected to be return due to disposal. Although details are uncertain, the physician indicated the blood was venous, suggesting the cardiac tamponade likely originated from the right atrial wall. The device is not expected to be return due to disposal. Additional information indicated that no malfunction of the rf wire was reported and the transseptal access was successfully completed. The patient developed a pericardial effusion and required hospitalization, where pericardial drainage was performed to treat the resulting tamponade.